Manufacturer narrative:
Customer facility phone number: (B)(4).

Event description:
Information was received indicating that a smiths medical fluid warmer accessory was leaking. The leak was appeared to be located between the joint "end" piece and the outer hose was not tight. There were no reported adverse events.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No problem or issues were identified during the device history record review. Two pictures and a sample were received for evaluation. Based on image provided, is not possible confirm a crack or tear on tube surface that could cause leakage or another functional failure on the product. In images provided only can be observed a connector and product inside package. The sample was received with its original package opened. During visual inspection, the sample was visually inspected under normal lighting. No marks/cracks or tears can be observed in luer connector, tube surface that could cause leakage on product. Therefore, is not possible to confirm any visual defect that could cause leakage failure mode reported. During functional testing, leakage test was performed in order to verify if leakage can be confirmed or not. Device passed leakage test. Therefore, failure mode reported cannot be confirmed. Based on the sample provided, analysis conducted and physically evaluation, no root cause can be determined. No corrective actions taken.